Event description:
The customer reported that the system had no image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.